Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert was received for pause notification. The patient was called and stated they were not experiencing any symptoms. Review of the transmission revealed the implantable cardiac monitor was exhibiting under-sensing. There were no patient consequences. No intervention was performed.